Event description:
It was reported that during a diagnostic percutaneous cholangiogram procedure, removal difficulties were experienced when the physician was withdrawing the wire from the catheter. Add'l tensile force was required to withdraw the wire through the catheter. When the wire had been successfully withdrawn it became apparent that the wire had unraveled. Another wire was used to successfully complete the procedure. No pt injury or complications were reported.